Manufacturer narrative:
Batch review performed on 14 may 2019: lot 166936: (B)(4) items manufactured and released on 10-jan-2017. Expiration date: 2021-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot 174805: (B)(4) items manufactured and released on 28-jul-2017. Expiration date: 2022-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 (k090988) lot 179514: (B)(4) items manufactured and released on 03-may-2018. Expiration date: 2023-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 180313: (B)(4) items manufactured and released on 03-may-2018. Expiration date: 2023-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical director: according to report, this primary tka patient laments a grinding feeling when bending her knee. The hypothesis of a backed-out screw has been rejected, this is not the problem. Therefore, we do not have enough information to formulate a clinical analysis. Apparently, no revision has been made or scheduled.

Event description:
The patient came in complaining of pain and grinding in the knee joint, after 8 months form the primary. The cause of the pain and grinding is unknown. No revision surgery has been scheduled at this time.